Event description:
It was reported prior to using bd vacutainer® k2e 3.6mg plus blood collection tubes that one (1) tube had a cocked stopper. There was no health impact or consequence reported.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). E1. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for slanted stopper was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of slanted stopper was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode slanted stopper. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® k2e 3.6mg plus blood collection tubes that one (1) tube had a cocked stopper. There was no health impact or consequence reported.